Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). The reported issue was confirmed. The investigating service technician found the inverter board backlight harness was connected to the inverter board incorrectly at some point, mating pin 1 with pin 3. This resulted in a poor connection with a high resistance at the connection. As a result the high resistance had heat buildup that led to the thermal damage. The customer did not allege any patient involvement or report observing smoke, flames or burning smell while the device was in operation. A device service history review from the manufacturing date of 01/jan/2010 to the present has been performed; no quality notification (qn) was opened and no prior servicing found documented. Per the product risk assessment document (B)(4), no risk assessment is required to be initiated. Based on these facts the issue is deemed appropriate for service level repair. No further investigation of this issue by cad is deemed necessary. (B)(4).